Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast reconstruction primary with a mentor memorygel breast implant 175cc and the patient reported that ¿the right implant does not look right. When she holds her arm up it looks like there is a hole under the left bottom side of the right breast. Every now and then there is some discomfort, but not pain. The patient has a history of breast cancer on the right breast. The patient experienced device migration. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.